Event description:
The customer reported that while dissecting the vaginal cuff during a hysterectomy, the active blade came in contact with a metal clamp several times and a piece of the blade eventually disengaged into the pt cavity. The piece was retrieved and ther was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.